Event description:
The patient reported a possible infection at the receiver site. The patient was seen on (B)(6)2024 where cultures were obtained which confirmed infection, antibiotics were prescribed, tissue was removed, the coil was readjusted and sutured to the fascia, and the vicryl sutures around the coil were removed and replaced with nylon sutures. The patient is doing well with at home wound care, is on oral antibiotics, and has another appointment on (B)(6) 2024.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out. However, the patient has a history of poor healing and is pre-diabetic. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has a history of poor healing and is pre-diabetic (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.